Event description:
Reporter stated the infusion device acted "strangely," and it appeared there was water behind the screen. The display flashed screens and then went blank, the infusion device beeped as if it turned off and on, and the buttons would not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The insulin pump housing is damaged due to a hard mechanical impact. Therefore, liquid entered the pump and damaged the pump electronics. The entered liquid may have contributed to the condition mentioned by the customer, however during investigation it could not be replicated or reproduced. The mentioned event "the pump is switching itself on and off" could not be found within the device history, therefore correctly no e8 error message occurred. The buttons were tested successfully and they fulfill their specifications.